Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. On the other hand, device inspection found error e433 occurred history was recorded in the error log. Based on the results of the investigation, e433 indicates internal abnormality, and it occurs when the electrosurgical generator failure or the foot switch failure. But the foot switch function abnormality of the subject device was not found. Therefore, a root cause of reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that when starting up generator with the combination of footswitch, error code e433 continued to occur. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.

Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.